Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery and replace battery now alarm. The customer¿s blood glucose level was unknown at the time of incident and current blood glucose was 84 mg/dl. The customer states had received the failed battery alarm and now it's unable to transition to auto mode was just replacing battery as normal but it didn't accept the new battery, used up to 6 batteries before it accepted it. The customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed for failed battery and replace battery now alarm and noticed the issue resolved with the new battery. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.